Event description:
The patient underwent an alif l1-l4 using rhbmp-2/acs to treat continuing pain from a disc herniation. (B)(6) days post-op, the patient underwent a plif l4-l5 using rhbmp-2/acs to treat a herniated disc and persistent back pain the patient's post-operative period was marked by increasing pain, and the patient had to use a walker. The patient developed bone overgrowth and erythema nodosum. The patient underwent a revision surgery (B)(6) days after the plif surgery to treat the ectopic bone growth which resulted in an accidental severing of her left ureter, which will require surgical repair. (B)(6) days after the revision surgery, the patient developed life-threatening pulmonary emboli requiring additional hospitalization with anticoagulation and a vena cava filter.

Event description:
At 134 days post-op, an MRI showed "moderate to severe central canal stenosis with severe right lateral recess stenosis at l4-5. This is multifactorial related to epidural granulation tissue, residual bony facet disease, as well as a broad-based and right precentral disc bulge. There is also significant bilateral neural foraminal stenosis noted at these levels. Mild canal narrowing noted at l3-4 and l2-3 levels. No significant canal stenosis at other levels. There is neural foraminal narrowing also noted at these levels and bilaterally at l5-s1. Previous spinal fusion with lateral fusion plate and interbody l1-l4. Posterior fusion l5-s1." At 216 days post-op, the patient presented for an office visit with chief complaint of radicular lower back pain with onset in 2002. Patient describes the location of pain in the right upper buttock. The pain is described as sharp/cramping and radiates over the anterior thigh to the knee, occasionally to the shin. At 360 days post-op, the patient underwent l4-5 and l5-s1 alif to treat pseudoarthrosis and severe l4-5 spinal stenosis. Per the operative notes, "findings during the procedure: severely scarred down retroperitoneal space, but successful exposure of the l4-l5 and l5-s1 spaces without injury..." There were no noted complications. Twelve days after the revision surgery, the patient presented with increased abdominal pain and distension and CT dated 3 days after the revision demonstrated a large left retroperitoneal urinoma secondary to proximal ureteral injury. Urinoma drain was placed 4 days after the revision surgery. Findings: "left urinoma drain evaluation demonstrated appropriate positioning and function. A large urinoma cavity is again seen, however decreased in size/decompression compared to prior exam. Complete left ureteral transection."

Manufacturer narrative:
Implant date: (B)(6) 2005 and (B)(6) 2011. (B)(6). (B)(4) pseudoarthrosis.

Event description:
On (B)(6) 2011, the patient presented with adjacent segment degeneration and post laminectomy syndrome. The patient underwent l4-5 posterior interbody fusion using rhbmp-2/acs, a staxx cage, and an affix plate. On (B)(6) 2012, the patient presented with l4-5 stenosis and post-op flat back deformity status post alif l1-l4 and tlif l4-5. The patient underwent l4-s1 alif and t10-ilium posterior fusion. There were no noted complications. Per the operative notes, the patient "originally presented with severe low back and lower extremity pain. She had previously undergone a multilevel anterior lumbar interbody fusion and healed quite well from this surgery. She was left with dysesthetic pain in her lower extremities secondary to the approach for this surgery, and she had persistent, chronic leg pain. She developed worsening leg pain and was diagnosed with a juxtafusional disease with quite severe stenosis at the l4-5 level. She was treated with a posterior decompression and stabilization using an interbody spacer, and an interspinous process clamp. She developed a pseudoarthrosis and recurrent stenosis with significant overgrowth of her facet complex and a very severe foraminal stenosis in the intrapedicular space on the right side at the l4-5 segment. This was the site of the patient's transforaminal lumbar interbody fusion." Per voluntary medwatch the patient underwent "left lateral fusion of l1, l2, and l3 using [rhbmp-2/acs]. Severe pain within two weeks following surgery. Was hospitalized and was diagnosed with erythema nodosum, an extreme inflammatory reaction. Platelets increased "10 1,000,000." Left leg has permanent nerve damage. Hematologist said it could possibly be an allergic reaction to infuse due to my autoimmune spherocytosis. Prior to my 2011 back surgery, the surgeon stated I needed another surgery due to increased stenosis l4-l5 validated by an MRI. I told him I felt I had a reaction to infuse from my 2005 surgery. He had never heard of such a thing and said he would use infuse. One month following the surgery I experienced significant pain and leg spasms."

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported that the patient underwent anterior fusion surgery to treat severe degenerative disk disease with lumbar scoliosis involving l1-2, l2-3 and l3-4. The patient had an anterior lateral fusion of l1-2, l2-3, l3-4 utilizing nuvasive tray containing bone graft from the twelfth rib and iliac crest plus rhbmp-2/acs and fixation with synthes lateral plate. An unknown time post-op, the patient presented with increasing pain radiating down the legs. MRI workup demonstrated evidence of adjacent segment degeneration and increasing spinal stenosis. The patient was diagnosed with adjacent segment degeneration and post laminectomy syndrome. At 2127 days post-op, the patient underwent a fusion surgery to treat the adjacent segment degeneration and post laminectomy syndrome. The surgery consisted of l4-5 posterior lateral arthrodesis, l4-5 posterior interbody arthrodesis; l4-5 laminectomy, medial facetectomy and foraminotomy; l4-5 posterior nonsegmental fixation with affix plate; implantation of interbody prosthetic device, and microscope assisted dissection. Rhbmp-2/acs and autograft were packed in to a posterior interbody arthrodesis at l4-5. Rhbmp-2/acs and autograft were also packed into the posterior elements. At 134 days after the second surgery, the patient had an MRI of the lumbar spine due to severe back pain. The imaging demonstrated "moderate to severe central canal stenosis with severe right lateral recess stenosis at l4-l5. This is multifactorial related to epidural granulation tissue, residual bony facet disease, as well as a broad-based and right paracentral disc bulge. There is also significant bilateral neural foraminal stenosis noted at these levels. Mild canal narrowing noted at l3-l4 and l2-l3 levels. No significant canal stenosis at other levels. There is neural foraminal narrowing also noted at these levels and also bilaterally at l5-s1. This is only mild or mild to moderate." At 223 days after the second surgery, the patient presented with right leg cramps and intolerance to prolonged standing and walking. A CT scan demonstrated "osteophytic overgrowth along the superior and inferior margins of the hardware. The fixation screws are demonstrated traversing the body without contralateral cortical break through. There is no metallic fracturing or lucency to suggest loosening or infection. Disc spacers are identified in the anterior one half of the disc space at l2-l3, l3-4, and l4-5. The l3-4 spacer demonstrates subsidence into the l4 vertebral body. Interspinous fusion hardware is present at l4-5. The interspinous fusion hardware appears well attached to the residual spinous process. Multi-level degenerative disease is seen throughout the lumbar spine. There is suggestion of pseudoarticulation of the right l5 transverse process with the sacrum. There are no findings to suggest acute fracture. The facets are aligned." There is narrowing of the l4-5 canal and right neural foramen secondary to soft tissue density of unclear etiology. There is a mild narrowing of the l3-4 spinous canal secondary to soft tissue density of unclear etiology." At 265 days after the second surgery, the patient presented for followup. Per the physicians notes, "MRI of the lumbar spine" showed quite significant stenosis at the l4-l5 segment which what appeared to be a recurrent synovial cyst producing severe stenosis along the right lateral recess and neural foramina. "The CT is available for review. It shows an interspinous fixation device at the l4-l5 segment. There is an expandable peek cage spacer at l4-l5 as well as a clear pseudoarthrosis at the l4-l5 segment with no bridging bone and no evidence of a developing fusion at the l4-l5 level with significant bony overgrowth and a significant persistent stenosis evident on CT scan at the l4-l5 segment." A 36-inch scolio film showed considerable loss of lumbar lordosis and evident kyphosis along the superior aspect of the patient's lumbar construct with a mild kyphotic deformity centered at the thoracolumbar junction. Surgery was recommended, a posterior and anterior fusion of l4-s1.